Manufacturer narrative:
The pacing system remains implanted.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered a latitude red alert to be declared due to a high out of range shock impedance measurement. All other measurements were with in normal range. The right ventricular lead is a competitor lead and the shock impedances have been high since the implant procedure in 2009. The pacing system remains implanted with no programming changes. No adverse patient effects were reported.